Event description:
Upon release of the amplatzer device across the atrial septum it became mis-aligned and became "free floating" in the left atrium. Device was captured with a snare but unable to retrieve. Device secured in position. Patient to or for retrieval and repair.